Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented via remote transmission, post-paced t-wave oversensing on the ventricular channel was observed. Review of the stored electrograms confirmed the presence of oversensing. Programming changes were recommended. The patient will continue to be monitored normally.